Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2023. The involved hc3t was manufactured in (B)(6) 2023 and installed in (B)(6) 2023 at the customer site. The issue occurred at (B)(6) 2023, so the unit has been used for some time and worked correctly. Based on the above facts, it cannot be ruled out that the most likely root cause of the reported event can be traced back to a faulty early failure. No adverse trend has been detected for this type of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not working during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in ankara, turkey. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. An error code associated to stirring mechanism, that uses too much power, was displayed on patient side of the unit. Physical check of the device showed that distribution board and stirring mechanism are not working properly and need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.